Event description:
It was reported that during a device downgrade procedure the physician was unable to obtain suitable thresholds with the right atrial (ra) lead and the left ventricular (lv) lead. High thresholds remained evident on both leads even after multiple location attempts. The ra lead was removed and a longer length lead was utilized without incident. The high thresholds on the lv lead were evident on all vectors. The physician chose to remove the lead and another lead implant will be attempted at a later date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)